Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer was able to troubleshoot the leak with help from customer technical support (cts) over the phone. The customer stated that the rinse block was leaking during the backwash cycle. The customer observed the rinse block waste line tubing was clogged. The customer cleaned the waste line tubing with bleach and the leak was repaired. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 ml of diluted blood leaked from the coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.